Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level reported. The customer declined to follow up with customer technical services and is in the process of obtaining a renewal pump.